Event description:
It was reported that the patient received several inappropriate antitachycardia pacing therapies for atrial fibrillation with rapid ventricular rate. The implantable cardioverter defibrillator was reprogrammed. Inappropriate shock was suspected. Additional programming changes were made. The patient was stable.